Event description:
A surgeon reported that 30 hours after surgery a pt developed sterile hypopyon with formation of membranes, corneal edema and vitreous hemorrhage. A vitrectomy was performed. The surgeon stated the pt lost eye. The surgeon listed multiple products as being probably associated with this event.